Manufacturer narrative:
This supplemental report is being issued to add the awareness of 13 march 2014 as the field was left blank in the previous report submitted on 9 july 2014.

Event description:
(B)(4).

Manufacturer narrative:
Patient test results from a single sample were obtained on a vitros 5600 system that was associated with an incorrect patient sid. The investigation had concluded the most likely cause was determined to be operator error while interacting with the instrument. There was no information indicating an instrument malfunction contributed to the event. Further investigation has determined that a vitros software anomaly caused test results to be reported with the correct patient sample ID but another sample ids' patient demographics. All vitros customers have been notified via product correction notification (B)(4) on 7 july 2014. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The investigation concludes that patient results from a single sample were obtained on a vitros 5600 system that was associated with an incorrect patient sid.the most likely cause has been determined to be operator error while interacting with the instrument. There is no information indicating an instrument malfunction contributed to the event. The vitros 5600 instrument was operating as intended.

Event description:
The customer reported that the results from a single patient sample were associated with an incorrect patient sample ID (sid) when run on a vitros 5600 system. The mis-association of patient demographics may potentially lead to inappropriate physician action. The affected sample was not reported out of the laboratory as the customer identified the discrepancy prior to reporting. There was no report of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. (B)(4).